Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pocket had disappeared from the server. A technical support specialist (tss) investigated the issue and found that a bug occurred when the fractional setting was updated for a specific pocket on the server. This caused the pocket to disappear from the manage inventory screen. The tss confirmed with the customer that unloading and reloading the pocket resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator pocket had disappeared from the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.